Event description:
It was reported that the smoke evacuator failed and the power cord connection to the power switch was burnt during set up for a procedure. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The field service technician replaced the transformer, vacuum pump, power cord and power switch and returned the unit to service.